Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
The power cord of an mr850jhu respiratory humidifier was found damaged with exposed wires. There was no patient or user harm reported.

Event description:
The power cord of an mr850jhu respiratory humidifier was found damaged with exposed wires. There was no patient or user harm reported.

Manufacturer narrative:
(B)(4). Method: the power cord of the subject mr850 respiratory humidifier was returned to our fisher & paykel (f&p) healthcare in new zealand where it was visually inspected. Results: visual inspection identified no damage with the returned power cord. No conductive wires were exposed. Conclusion: the returned device had no damage or exposed wires. As the conductive wires were not exposed, there is no conduction path from the electrical energy source to the users. During production the electrical connections of the earth wires on all mr850 respiratory humidifiers are 100% tested for electrical continuity. All mr850 respiratory humidifiers are visually inspected for damaged power cords before release for distribution. Any unit that fails these tests are rejected. The subject mr850 respiratory humidifier would have met the required specifications at the time of production. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is compliant with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.